Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient was taken to the operation room for impella 5.5 escalation. As the 5.5 was being inserted the patient had ventricular fibrillation arrest. CPR was initiated. The physician proceeded with cannulation for ECMO (extracorporeal membrane oxygenation). Axillary graft utilized for arterial return. Unfortunately, the patient¿s condition continued to decline and ultimately support was withdrawn. The impella 5.5 case was aborted.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. H6 component code 4755 changed to 925.